Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that revision surgery was scheduled for a patient due to high lead impedance result on a diagnostic test. Attempts to obtain further information have been unsuccessful to date.